Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that there is no further information to be reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having to charge more often than expected since implant. The patent was using hd settings; 4.7ma, 90 us 1000hz with simple bi-pole programming. The expected recharge interval is 3.9 days but the patient charges daily and the battery drops from 90 to 30% in about 12 hours. No further complications were reported.